Event description:
Event description cpi received information that while performing threshold testing on this implantable pacemaker (ipm), a surface ECG showed ventricular loss of capture even though e-grams through the programmer showed that the device was pacing in both chambers. The patient is pacemaker dependent. The device was interrogated using a zoom programmer.